Event description:
Caller states that went to the dr due to high results on the device. She reports that her device read 563mg/dl while the dr's device read 94mg/dl. No adverse event was reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.